Event description:
It was reported that the balloon on the intra-aortic balloon ruptured during insertion. After an aborted second attempt, the third intra-aortic balloon was successfully inserted. There were no pt complications.